Event description:
It was reported that hypotension, aortic rupture and death occurred. Procedure summary the native aortic annulus measured 22.4mm in diameter with mild calcification and mild stenosis. The iliofemoral arteries contained mild stenosis, mild to moderate tortuosity, and no calcium. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced. A non-bsc (boston scientific) guidewire was advanced and positioned. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 20mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was inserted into the 14f isleeve introducer sheath. Upon further insertion of the acurate neo2 tf ds, resistance was experienced while the acurate neo2 tf ds was within the 14f isleeve introducer sheath. The physician applied slightly more pressure on the acurate neo2 tf ds and the patient experienced sudden hypotension. Angiography identified abdominal aortic rupture. The acurate neo2 tf ds and 14f isleeve introducer sheath were emergently removed together after the preparation of a new 14f isleeve introducer sheath. Insertion of an occlusive balloon was unsuccessful. Patient status the patient died during the procedure. It was further reported that vascular access was obtained on the right side via a transfemoral approach. The non-bsc guidewire had no difficulty tracking up the anatomy. It was further clarified that during further insertion of the acurate neo2 tf ds while being within the isleeve introducer sheath, the resistance experienced was normal resistance that was expected. The patient had stated that pain was felt during the initial insertion of the acurate neo2 tf ds and after the slight additional pressure was applied, the sudden hypotension was noted. It was added that the acurate neo2 tf ds had never exited the distal end of the isleeve introducer sheath, and removal was conducted with the delivery system remaining within the introducer sheath. Angiography had also revealed the non-bsc wire to be severely kinked, especially at the level directly below the native aortic annulus. It was further reported that upon removal, the seam of the isleeve introducer sheath had signs of normal seam expansion except for the middle of the device, where it appeared the non-bsc guidewire had interacted with the isleeve causing damage to the seam. The patient autopsy results acknowledge the official cause of death as hemorrhagic shock due to perforation of the abdominal aorta. The autopsy report additionally notes, "the aorta in (the area of the perforation) is slightly atherosclerotic, calcified and thinned to approx. 0.1 cm." It was further reported that in the physician's opinion "the fact that the tavi cannot be pushed out of the sheath using the delivery system when the stiff wire is in place and the sheath is horizontal, but that the wire kinks immediately above the aortic bifurcation, raises the suspicion that there may have been an obstacle to the passage of the delivery system in the sheath. A product defect is therefore at least conceivable."

Manufacturer narrative:
H3 device evaluated by MFR: the isleeve introducer sheath was returned for investigational analysis. The isleeve introducer sheath dilator was not returned for analysis. Visual and microscopic inspection of the device revealed that the sheath was damaged, torn/split through the inner lumen at one of the expansion seams, approximately 5 cm to 22 cm from the sheaths distal tip. The other two seams and tip were not expanded, indicating that circumferential pressure was not applied from advancement of a delivery system (ds) to this portion of the shaft to activate expansion of these seems. Inspection of device found no evidence of an obstacle or obstruction in the sheath. Functional testing of the device was performed with a laboratory test dilator since the dilator was not returned with the reference device. The dilator was able to be inserted into the hub and it passed through the device as expected without any issue, confirming that there were no obstructions within the device that could have contributed to the reported event. A kink in the non-expandable coiled region of the sheath was identified at the introducer hub. Both the kink in the non-expandable coiled region of the sheath and the tear in sheath shaft at the expansion seam are indicative of excessive force being applied against some type of resistance (i.e. An external structure or curvature in the anatomy). Pre-procedural planning CT scan media was provided to assist in the investigation and was reviewed by bsc medical safety. Pre-procedural planning CT media shows a tricuspid native aortic valve, mildly calcified, with non-calcified native aortic annulus, measuring 22.5mm in perimeter derived diameter. Both coronary arteries were above 10mm of height. No images of the abdominal aorta were provided. Procedural angiographic media was provided to aid in the investigation and was reviewed by a bsc medical director and bsc quality engineer. The media showed a guidewire cross the native aortic annulus and successful balloon aortic valvuloplasty (bav). The subsequent image showed a loaded acurate neo2 tf ds inside an isleeve introducer sheath located above the iliac bifurcation, with the tip of the acurate neo2 tf ds a few millimeters away from exiting the distal tip of the isleeve introducer sheath; the tip of the acurate neo2 tf ds had not exited the isleeve introducer sheath. A kink was noted in the acurate neo2 tf ds and guidewire located below the loaded acurate neo2 valve section of the ds and a rupture in the artery noted just above the kinked region. It is possible that the kink occurred due to a push on the system against resistance. It is unclear from the images available whether the acurate neo2 tf ds or guidewire caused the rupture of the artery. The loaded acurate neo2 tf ds was then removed and the isleeve introducer sheath was withdrawn under the ruptured area. A contrast injection showed evidence of a rupture in the abdominal aorta with extravasation of a large amount of contrast. Treatment of the arterial rupture was attempted, however was unsuccessful, as contrast was still noted to accumulate outside the artery in the last images provided. The still images from the scan of a 3mensio report were provided to aid in the investigation and were reviewed by a bsc medical director. The still images were very limited and only showed that the patients anatomy was potentially feasible for use of the isleeve introducer sheath. No further information on the anatomy of the patients vasculature could be ascertained from this report since the imaging files (media) were not provided.

Manufacturer narrative:
Device evaluated by MFR.: the isleeve introducer sheath was returned for investigational analysis. The isleeve introducer sheath dilator was not returned for analysis. The isleeve introducer sheath was visually and microscopically examined. Inspection of the device revealed that the sheath was torn/split at one of the seams from approx. 5cm to 22 cm from the tip. The other two seams or tip were not expanded. There was a kink at the hub of the sheath. Product analysis confirmed the reported device damage, as the isleeve introducer sheath was torn at the seam. The reported difficulty to advance was not able to be confirmed, as the clinical circumstances could not be replicated. Pre-procedural planning CT scan media and procedural angiographic media was provided to assist in the investigation and was reviewed by bsc medical safety. Pre-procedural planning CT media shows a tricuspid native aortic valve, mildly calcified, with non-calcified native aortic annulus, measuring 22.5mm in perimeter derived diameter. Both coronary arteries were above 10mm of height. No images of the abdominal aorta were provided. Procedural angiogram showed the operators crossed the native aortic annulus with a guidewire and proceeded with the pre-dilatation balloon aortic valvuloplasty (bav) successfully. The subsequent image showed the loaded acurate neo2 tf ds above the iliac bifurcation, with the tip of the acurate neo2 tf ds still a few millimeters away from exiting the tip of the isleeve introducer sheath. A kink can be seen in the acurate neo2 tf ds, just proximal from the shuttle, that could have possibly occurred from a push on the system against resistance. A contrast injection was shown evidencing a rupture in the abdominal aorta with extravasation of a great amount of contrast. From the provided images, no conclusion can be made as to what led to the perforation/rupture of the abdominal aorta. Procedural angiographic media was also reviewed by a bsc quality engineer. The available media was consistent with the reported event. The angiographic media provided consisted of 12 series. The media started by showing the acurate neo2 tf ds with a loaded acurate neo2 valve inside the isleeve introducer sheath. The tip of the acurate neo2 tf ds did not exit the distal end of the isleeve introducer sheath. A kink was noted on the guidewire located below the loaded acurate neo2 valve section with a rupture in the artery noted just above the kinked region. It is unclear from the images available if the acurate neo2 tf ds or guidewire caused the rupture of the artery. The loaded acurate neo2 tf ds was then removed and the isleeve introducer sheath was withdrawn under the ruptured area. Treatment of the arterial rupture was attempted however was unsuccessful as contrast still noted to accumulate outside the artery in the last images available. B5: additional information added.

Event description:
It was reported that hypotension, aortic rupture and death occurred. Procedure summary: the native aortic annulus measured 22.4mm in diameter with mild calcification and mild stenosis. The iliofemoral arteries contained mild stenosis, mild to moderate tortuosity, and no calcium. Vascular access was obtained via a transfemoral approach. A 14f isleeve introducer sheath was advanced. A non-bsc (boston scientific) guidewire was advanced and positioned. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 20mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was inserted into the 14f isleeve introducer sheath. Upon further insertion of the acurate neo2 tf ds, resistance was experienced while the acurate neo2 tf ds was within the 14f isleeve introducer sheath. The physician applied slightly more pressure on the acurate neo2 tf ds and the patient experienced sudden hypotension. Angiography identified abdominal aortic rupture. The acurate neo2 tf ds and 14f isleeve introducer sheath were emergently removed together after the preparation of a new 14f isleeve introducer sheath. Insertion of an occlusive balloon was unsuccessful. Patient status: the patient died during the procedure. It was further reported that vascular access was obtained on the right side via a transfemoral approach. The non-bsc guidewire had no difficulty tracking up the anatomy. It was further clarified that during further insertion of the acurate neo2 tf ds while being within the isleeve introducer sheath, the resistance experienced was normal resistance that was expected. The patient had stated that pain was felt during the initial insertion of the acurate neo2 tf ds and after the slight additional pressure was applied, the sudden hypotension was noted. It was added that the acurate neo2 tf ds had never exited the distal end of the isleeve introducer sheath, and removal was conducted with the delivery system remaining within the introducer sheath. Angiography had also revealed the non-bsc wire to be severely kinked, especially at the level directly below the native aortic annulus. It was further reported that upon removal, the seam of the isleeve introducer sheath had signs of normal seam expansion except for the middle of the device, where it appeared the non-bsc guidewire had interacted with the isleeve causing damage to the seam. The patient autopsy results acknowledge the official cause of death as hemorrhagic shock due to perforation of the abdominal aorta. The autopsy report additionally notes, "the aorta in the area of the perforation is slightly atherosclerotic, calcified and thinned to approx. 0.1 cm."

Event description:
It was reported that hypotension, aortic rupture and death occurred. The native aortic annulus measured 22.4mm in diameter with mild calcification and mild stenosis. The iliofemoral arteries contained mild stenosis, mild to moderate tortuosity, and no calcium. Vascular access was obtained via a right transfemoral approach. A 14f isleeve introducer sheath was advanced. A non-bsc (boston scientific) guidewire was advanced and positioned. Balloon aortic valvuloplasty (bav) was performed with one (1) inflation of a 20mm non-bsc balloon catheter in accordance with the instructions for use (IFU). A size small acurate neo2 valve was prepared and loaded onto an acurate neo2 transfemoral (tf) delivery system (ds) in accordance with the IFU. The acurate neo2 tf ds was inserted into the 14f isleeve introducer sheath. Upon further insertion of the acurate neo2 tf ds, resistance was experienced while the acurate neo2 tf ds was within the 14f isleeve introducer sheath. The patient felt pain during the initial insertion of the acurate neo2 tf ds. The physician applied slightly more pressure on the acurate neo2 tf ds and the patient experienced sudden hypotension. Angiography identified abdominal aortic rupture. The non-bsc wire appeared severely kinked at the level directly below the native aortic annulus. The acurate neo2 tf ds and 14f isleeve introducer sheath were emergently removed together after the preparation of a new 14f isleeve introducer sheath. Upon removal, the isleeve introducer sheath appeared to have signs of normal seam expansion and also damage from the non-bsc guidewire. Insertion of an occlusive balloon was unsuccessful. Medical intervention for supporting cardiovascular circulation was performed. The patient died during the procedure.